Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with decompensated heart failure in the form of dyspnea, orthopnea, and tachycardia on (B)(6) 2020. An electrocardiogram showed that the patient was in sinus tachycardia and upon interrogation, it was noted that the device was in backup mode. Medication was adjusted and the next day, the heart rate decreased and the patient developed diaphragmatic pacing. It was then discovered that the patient had a brain magnetic resonance angiogram scan done on (B)(6) 2020, which was the reason for the reset. The device was restored, which also resolved the diaphragmatic stimulation. The patient's condition improved and the patient was discharged.